Event description:
It was reported that during an insertion of lighted stent procedure, the white tip broke off (white piece in mouth of harmonic). There were no patient consequences. Unknown how case was completed. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).